Manufacturer narrative:
Submit date: 2/14/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. When the user set the rate to 140ml per hour, the dose is finished in 45 minutes. When the dose is 140 ml, it goes past the dose limit and pumps air. The volume in the bag was 140ml after priming and the rate was set at 105cc/hr. The pump continued after the bag was empty but indicated only 117 ml given. On another occasion, the volume was set at 140ml and the rate 140 but the total was given in a 45 minute period.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿when dose is at 140 ml it goes past the dose limit and pumps air.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.